Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: pre-op diagnosis: post laminectomy status post diskectomy. Degenerative disk disease. Diskogenic pain. Back and right leg pain. Failure of conservative treatment. Narcotic usage. Procedure: far lateral transfect posterior lumbar interbody fusion decompression, wide transfect, l4-5 and l5-s1, with lysis of adhesions and complete diskectomy at l4-l5 and l5-s1. Posterolumbar interbody fusion, l4-5 and l5-s1. Insertion of geo cage, l4-5 and l5-s1. Posterior spinal instrumentation, l4-l5 and l5-s1. Array ¿ebi¿ with cross-link. Use of bmp. Left hip bone graft, iliac crest. Posterior spinal fusion, l4-l5 and l5-s1. Intra-op findings: recurrent disk herniation at l4-5. Disk herniation, sub annular, at l5-s1. Per-op notes: bone graft and bone sponge were used in disk space. Bone was packed anteriorly. Posterolateral fusion was performed with bone graft from l4 to l5 to s1 and packed in lateral gutters with a sheet of bmp. Screws were then placed at l4, l5 and s1. After decortication and posterolateral fusion with cancellous and cortical bone and bmp, screws were inserted, rods were placed, final tightening done. Compression was applied at l4 and l5.

Event description:
It was reported that the patient underwent a far lateral transfacet posterior lumbar interbody fusion decompression, wide transfacet, l4-l5, with lysis of adhesions and complete discectomy at l4-l5. Posterolumbar interbody fusion, l4-l5 and l5-s1. Insertion of interpore cross geo structure cage, l4-l5 and l5-s1. Posterior spinal instrumentation, l4-l5 and l5-s1. Array ebi with cross-link. Use of rhbmp-2/acs. Left hip bone graft, iliac crest. Posterior spinal fusion, l4-l5 and l5-s1. The fusion cage was used with rhbmp-2/acs. The bmp2 was placed anteriorly in the disc space and was also placed in the lateral gutters for the posterolateral fusion. Following surgery, the patient followed up with his physician. He began to develop radiating pain to his legs, chronic back pain and bony overgrowth. The patient has never recovered from his surgery, and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.